Manufacturer narrative:
Batch review performed on (B)(4) 2018: lot 177540: (B)(4) items manufactured and released on 14 march 2018. Expiration date: 2023-03-01. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 we were informed that the patient came in complaining of pain 1 month after primary. The pain was due to a hematoma. The surgeon swapped the poly on (B)(6) 2018. The surgery was completed successfully.